Manufacturer narrative:
Aesculap inc. (Importer, registration no. 2916714) is submitting this report on behalf of aesculap ag (manufacturer, registration no. 9610612). Exemption number: e2014018. Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with curved criles. The patient was undergoing a coronary artery bypass graft surgery (CABG) and the hemostats did not clamp together well. It occurred during the cannulating process and the two instruments were quickly set aside due to the malfunction. The surgeon stated that they had not stayed attached 3.0 ticrons. There was no patient harm or additional intervention needed, however, a delay was noted.

Manufacturer narrative:
Lot number and production date: 4506957164 and 08/16/2015. The preliminary investigation was done without product return nor lot number; the final evaluation summarized product after receipt. Investigation results: failure description - the instrument arrived in a clean status with a crack between the box lock corner and jaw male. The investigation was carried out visually and microscopically with the digital microscope and the digital-camera. Here we found a crack between the box lock corner and jaw male. Additionally we found brown discoloration, misaligned jaw parts and unknown deposits. Batch history review - the device quality and manufacturing history records will be checked for the lot number (4506957164) from the quality coordinator of the production plant. The results of the review will be documented in (B)(4). If the review shows any conspicuities, the report will be updated and actions will be initiated. No similar incidents have been filed with products from this batch. Conclusion and root cause - the root cause of the problem is most probably manufacturing, design and reprocessing related. Rationale - investigations lead to the assumption that the crack was caused by stress-corrosion cracking. The crack led to the misaligned jaw parts. Possibly a pre-damage could caused due to a manufacturing error by unfavourable production-related circumstances, such as sharp-edged milling transitions, as well as critical material tensile stress conditions due to straightening work. It appears that the brown discoloration are rust / corrosion. Due to the existing pre-damage or weak point, the reprocessing was fracture-triggering. The microstructure, chemical composition, hardness and material toughness comply with the specifications. The material as well as the heat treatment can be excluded as cause of damage/breakage. Various tests are carried out to derive measures to prevent and or minimize material breakage. In addition to the boiling stress test according to sa-dddd-m- 5-2-04-151-0-b-de/en, a test plan was also prepared. Corrective action a change with application number (B)(4) has been initiated.